Event description:
It was reported by the rep that (2) hp052 were used during a laparoscopic splendectomy procedure. It was reported that the device had a consistent solid tone. The second handpiece was also unacceptable. No serial number can be given because the device is contaminated. The case was completed with another instrument and with no pt consequence.